Event description:
A customer reported that the table rotated during a patient transfer. The locks were allegedly not holding. There was no reported patient injury. A ge field service engineer cleaned the brake interface surfaces and checked the force required to overcome the brakes. The brakes operated according to specifications. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.